Event description:
It was reported to minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported pump error 63 (hardware low level failures), insert battery alert. The customer reported blood glucose value was 246 mg/dl at the time of event for hyperglycemia. The customer was treated with manual injection for hyperglycemia. The event involved product(s) mmt-1884, mmt-399a, mmt-332a, 78893-01. Troubleshooting was partially performed for the reported harm. The customer was using the pump for 48 hour before the reported event. It was unknown that the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed the pump error. Customer was able to clear the alarm. Customer was able to rewind the pump. No further patient complications were reported. No product return is required for mmt-399a, mmt-332a, 78893-01. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.